Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into the aorta . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years and eleven months later, computed tomography of abdomen and pelvis without contrast was performed which showed grade three caval perforation of 4 o'clock strut to abut aorta and 2 o'clock strut to abut aorta. Grade three caval perforation of 1 o'clock strut to abut transverse duodenum and 2 o'clock strut to abut aorta anteriorly. Multiple grade one caval perforations. Tilt of 8.86 degrees of coronal tilt. No sagittal tilt. Apex of filter does not touch wall of inferior vena cava. No evidence of migration. No inferior vena cava stenosis. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged pulmonary embolism post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g2, g3, h6(conclusion). H11: d1, d4(product catalog no), h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and pulmonary embolism post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into the aorta . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the aorta and pulmonary embolism post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into the aorta . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.